Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "loss of external power - intermittent ac power problem." No patient involvement.

Manufacturer narrative:
The following was reported: "during standby: loss of external power - intermittent ac power problem" the log files provided confirm the issue. The root cause of the event was determined to be a defective power supply. After replacing the power supply, the device was released back into use.